Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that portions of the touchscreen was intermittently unresponsive to presses. Customer's blood glucose level was approximately 184 mg/dl. Customer stated that the reported issue has resolved and has not occurred again since the reported event date.